Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that customer stated during a call that they had a power midline leaking from the site recently. Customer didn't want to report and didn't know lot number. Customer said that she couldn't remember if there was any swelling in the arm. She stated she didn't think it was serous ooze, but rather infusate leaking out the site. The power midline was subsequently removed and replaced.